Event description:
While attempting to tighten the femoral adaptor onto the tc3 femoral component, the protective black plastic endcap on the torque wrench broke. While tightening, the sleeve and stem-the adaptor came loose and we were unable to remove the sleeve in order to re-tighten the adaptor. This caused a surgical delay of 40 minutes.

Manufacturer narrative:
Examination of the returned device confirmed the plastic socket end cap has been cracked through on one of the corners of the female hex feature. This failure has been addressed per CAPA-(B)(4). Therefore a root cause has been determined as per CAPA-(B)(4). In addition, the indicator base plate is loose. Based on the information provided a root cause has not been determined for the bent tip or loose indicator base plate. Medical records and x-rays were received and reviewed by a medical professional. While the medical records added confirmation of the reported event, the x-rays did not provide any additional information regarding the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.